Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a "inaccurate reading issue" of the sensor. Due to delivery delay, the customer was unable to test and experienced a loss of consciousness which led to hospitalization, requiring treatment of an unspecified IV treatment for hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.